Event description:
It was reported that during the procedure, the physician observed the detachment at the sidehole during injection. The physician then crossed with a wire, thin balloon and inflated the balloon. The physician then pulled back and removed the piece. The patient suffered no adverse effects from this incident.